Event description:
Additional file opened for proximal kink below the sheath extender. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Patient/event info - notes: are images of the device or procedure available? Yes. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Proximal end. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. If the device is a procore needle, is the device damage located at the notch / core trap? Yes. If no, please specify where the damage is located: procore. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. B. 2r,2l,4r,ao,ar,11ri,11s. Please describe the size of the intended target site. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure. Was the device used in a tortuous position? No. Are images of the device or procedure available? Yes. Was it damaged in packaging before removal? Yes. Was it damaged on removal from packaging? Yes. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Pentax. Was force required on insertion of device into scope? No. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Advancement of the sheath. Was difficulty experienced while retracting the needle? No. Was the syringe used during the procedure, after the stylet was removed? No. Was the needle able to be fully retracted before removing from the patient? No. Was gaining access to the targeted site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was needle penetration of the targeted site difficult? No. Was the stylet partially removed prior to advancement of needle? No. How many biopsies/passes were obtained with use of this needle? 0. Did any section of the device detach inside the patient? No. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. Was there difficulty in attachment / detachment of the leur to the scope? No. If the device is procore and it is kinked distally, is the kink at the notch / core trap? Yes. Procore. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No. Ebus.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k210476. This report is being submitted as a cancellation report following conclusion of investigation on the 02-may-2023. File has been re-assessed based on the investigation conclusions. FDA MDR reporting no longer required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Overall risk assessed is low.

Event description:
This report is being submitted as a cancellation report following conclusion of investigation on the 02-may-2023. File has been re-assessed based on the investigation conclusions. FDA MDR reporting no longer required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Overall risk assessed is low.